Event description:
It was reported that the customer's insulin pump shut off, following a low battery alert. The customer reportedly wiggled the battery around and the pump came back on. Customer's blood glucose was 204 mg/dl. The insulin pump screen also reportedly flickered on and off. Customer was advised to revert to back-up plan if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.